Event description:
The customer reported being in the emergency room with high blood glucose of 303mg/dl, and she was treated with fluids. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a no delivery alarm. The caller mentioned running high for the last ten days before her admission. The customer had the basal rates adjusted and was also on insulin drip. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.